Manufacturer narrative:
One device was returned for investigation. The iso taper test was performed to the 15mm connector according to our quality procedures. During the test the connector was not within the acceptable range and did not pass the test. The complaint was confirmed, and it was determined the component was received out of specification from the supplier. No lot number was provided, so no DHR was able to be done. During the manufacture process though, each device is checked per quality standards. We have reached out to the supplier for explanation on the quality control deficiency.

Event description:
It was reported that during the use of the product, the customer connected a filter to the trach tube, using a strong force. The diameter of the product was a little larger than normal making the connection not fitting all the way. The product was indwelled in the patient for about 30 days. No patient injury was reported.